Event description:
Related to MFR report # 2183959-2012-01341. It was reported by plaintiff's attorney that the plaintiff was implanted with an elevate anterior and apical system on or about (B)(6) 2009 for pelvic organ prolapse and stress urinary incontinence. It was alleged the plaintiff "suffered severe and permanent bodily injuries and significant mental and physical pain and suffering," "infection or inflammation, tissue abrasion" and other damages.

Manufacturer narrative:
Should additional information become available regarding this event, it will be re-evaluated and a follow-up report will be sent.